Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2 additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 8f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, two devices were deployed in the rcfa; however, there was no sutures present when the plunger was removed. In addition, one proglide device failed in the lcfa. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a 14f in the rcfa and 18f in the lcfa and the procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed proglide sutures. The method in which hemostasis was achieved in the lcfa is unknown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.